Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the proximal portion of the hypotube. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, stretched and lifted from the stent profile. The crimped stent was detached from balloon and returned with device for analysis. The balloon cone profiles were reviewed and it was noted that the folds on the proximal side of the balloon were opened out of their intended position. The balloon wings on the distal side were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found the hypotube shaft broken 809mm proximal from the midshaft to hypotube bond. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage, dislodgement and difficulty in catheter removal occurred. Vascular access was obtained via the radial artery with a sheath. The 99% stenosed and 36mm in length target lesion was located in the severely tortuous, mildly calcified and 4mm in diameter mid to distal right coronary artery (rca). A 6fr non-bsc guide catheter was advanced along with a non-bsc peripheral protect device in the vessel. Following pre-dilation, a 4.00mmx38mm synergy¿ drug-eluting stent was advanced for treatment; however significant resistance was encountered and the catheter failed to pass through the proximal rca. Angiogram was performed and revealed the deformed/shortened proximal part of the stent. During attempt to retract the device into the guide catheter, the stent dislodged. The whole guiding catheter system was removed but was unable to be retracted into sheath. The stent detached in the radial artery. The shaft was then cut outside the patient and the sheath was exchanged to 8fr. Snaring was performed to retrieve the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage, dislodgement and difficulty in catheter removal occurred. Vascular access was obtained via the radial artery with a sheath. The 99% stenosed and 36mm in length target lesion was located in the severely tortuous, mildly calcified and 4mm in diameter mid to distal right coronary artery (rca). A 6fr non-bsc guide catheter was advanced along with a non-bsc peripheral protect device in the vessel. Following pre-dilation, a 4.00mmx38mm synergy drug-eluting stent was advanced for treatment; however significant resistance was encountered and the catheter failed to pass through the proximal rca. Angiogram was performed and revealed the deformed/shortened proximal part of the stent. During attempt to retract the device into the guide catheter, the stent dislodged. The whole guiding catheter system was removed but was unable to be retracted into sheath. The stent detached in the radial artery. The shaft was then cut outside the patient and the sheath was exchanged to 8fr. Snaring was performed to retrieve the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.